Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked. Customer's blood glucose reading was 541 mg/dl. Customer reported that the issue remained unresolved after multiple infusion set and reservoir changes. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. No unexpected insulin flow blocked alarm noted during testing. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.